Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a red patch under his right breast that resembled an allergy. It was reported that the skin irritation was where the electrode belt was placed. The patient's nurse reported that the patient had not seen a doctor or received treatment for the skin irritation. There are indications that the patient was potentially going to be seen by the hospital's dermatologist but follow-up attempts were unsuccessful. The outcome of the irritation is unknown but the patient continued wearing the lifevest.